Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in two pieces. External insulation abrasion due to friction to the device can was noted breaching the outer insulation at 41.5 cm to 41.7 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.